Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for a removal surgery due to pain. During the surgery, the tfna nail removed. The tfna nail was implanted years ago. It was unknown if the removal surgery completed successfully. The patient is in pain. This complaint involves three (3) devices. This report is for (1) tfna fenestrated screw 85mm sterile. This report is 2 of 3 for (B)(4).

Manufacturer narrative:
Product complaint #: (B)(4). Additional narrative: additional product code: (B)(6). Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is a j&j representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part # (B)(4) synthes lot # h826434, supplier lot # n/a, release to warehouse date: (B)(6) 2019, expiration date: (B)(6) 2029, manufacturing location: (B)(6). No ncr's were generated during production. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.